Event description:
A healthcare professional reported that a handpiece was found occluded after surgery. The procedure was completed. The pt impact is unk. Additional info has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested, but not received to date. (B)(4).